Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.50 x 16 synergy drug-eluting stent was advanced but severe resistance was encountered and the device failed to cross the lesion even after several attempts. The device was removed; however, the stent proximal edge was found to be lifted. The procedure was completed with a non-bsc stent. No patient complications were reported. Synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 05:55 pm CT. The report number is being corrected from: 2134265-2018-64209 to: 2134265-2018-62972.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.50 x 16 synergy drug-eluting stent was advanced, but severe resistance was encountered and the device failed to cross the lesion even after several attempts. The device was removed; however, the stent proximal edge was found to be lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.